Event description:
It was reported that a malfunction occurred on the pump, possibly due to the user sleeping on it during a nap. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer decided to perform a software update to version 7.9, and technical support planned to call back in five minutes to assist with this process.